Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that lead dislodgment was observed. As a result the patient received inappropriate shocks. Episodes for t-wave oversensing. Differences in the impedance and r-waves were observed. The lead will be explanted.